Event description:
Boston scientific crm received information that the local representative contacted technical services to report that during pocket closure, there was a 4-5 second pacing pause. The lead diagnostic measurements were normal. Technical services recommended continued monitoring for further episodes of oversensing. Technical services discussed the possibility that noise from the pocket closure may have been the root cause of the reported oversensing and pacing inhibition.

Manufacturer narrative:
The available information suggests that the device and lead system remain in-service. The event will be reopened if additional information is received and/or products are returned for laboratory testing.

Manufacturer narrative:
Boston scientific crm received information from the local representative that there were no further episodes observed during continuous monitoring for one hour post-procedure and during the pre-discharge check the next morning. The available information suggests that the device and lead system remain in-service. The event will be reopened if additional information is received and/or products are returned for laboratory testing.